Manufacturer narrative:
(B)(4). It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
Sales rep. Reported that: "a certas valve was implanted two weeks ago. Patient came to the doctor's office to have the valve reset. Certas programmer "(B)(4)" was used, but it would not give consistent readings; therefore, an x-ray was taken and the surgeon was satisfied with the setting. However, the surgeon was not certain if the setting was at 3 or 4. Patient is fine". (B)(4).